Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms. Customer resumed insulin delivery without changing the pump supplies. As the current infusion set and cartridge were changed, tandem technical support could not determine a possible cause of the occlusions. Blood glucose was 400 mg/dl.